Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was treated with vancomycin injection (1g, once in 4 days) and amikacin injection (125mg, once a day) for the event. The cause of the event, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow-up, it was reported that on an unknown date, the patient was hospitalized for peritonitis. The cause of the event was unknown. On an unknown date, the patient was treated with vancomycin injection (1gm, intraperitoneal, once in 4 days, discontinued) and amikacin injection (125mg, intraperitoneal, once a day, discontinued) for the event. On an unknown date, the patient recovered from peritonitis and was discharged from the hospital. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.